Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not priming as quickly as it normally did and it was beeping a lot through the process. Blood glucose level at the time of the incident was 348 mg/dl, which had been treated manually. Blood glucose level at the time of the call was 235 mg/dl. The customer reported that she recently had a blood glucose level of 96 mg/dl, changed the site, and two hours later had a blood glucose level of 350 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.